Event description:
It was reported that there was no liquid in the vial and the lens was dry. The lens was not used and no other devices came in contact with the lens. This report references lens 1 of 2.

Manufacturer narrative:
Additional information: the lens and lens vial were not returned to the b+l evaluation site; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.